Event description:
A customer site in the us filed a complaint alleging that a sample from a newly diagnosed (B)(6) patient generated a target not detected (tnd) and very low (B)(6) viral titer results with the cobas ampliprep / cobas taqman (cap/ctm) hiv v2 test. The patient was (B)(6) and western blot (B)(6). The physician was expecting much higher viral titer results, as she has not yet started treatment.

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Manufacturer narrative:
(B)(4). Three patient samples, from a newly diagnosed confirmed (B)(6) patient, generated unexpected, low results (either target not detected or < 20 copies/ml) when tested with the cobas ampliprep/cobas taqman hiv-1 test, v2.0, us-ivd. The cobas ampliprep/cobas taqman hiv-1, v 2.0 test results were unexpected as the patient was newly diagnosed and currently not treated at the time of testing. The patient was (B)(6) for (B)(6) antibody and was (B)(6) with western blot. The patient's cd4 count was 1497 cells/ul (referenced range: 490-1740 cells/ul). When tested with a competitor's assay, manufactured by abbott, the patient sample generated a target not detected result. The sample was received and sent for sequence analysis; upon multiple attempts to obtain an (B)(6) sequence, no virus sequence was obtained. The lack of (B)(6) sequence does not necessarily preclude that no (B)(6) is present in the sample. The lack of sequence information could be due to sequence heterogeneity under the primers used for sequencing or due to low titers. Retain testing of the complaint kits met specifications. As both the cobas ampliprep/cobas taqman hiv-1 test, v2.0, us-ivd and the abbott test both generated target not detected or low results, and as no virus sequence was able to be obtained during sequence analysis, no product non-conformance was identified. It is possible the patient is considered an "elite suppressor" (subset of hiv infected individuals who are able to maintain long-term control of virus to undetectable or nearly undetectable levels without the aid of treatment). (B)(4).